Event description:
A discordant, falsely low ferritin result was obtained on one patient sample on an advia centaur instrument. The discordant result was reported to the physician(s). The operator had performed a quality control run, and quality controls were out of range. The operator reran samples from the previous shift on an alternate instrument and one ferritin sample resulted higher. It is unknown if quality controls were within range when the discordant result was obtained. The rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ferritin result.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered a pin-hole sized leak in the acid probe tubing. The fse trimmed the damaged end of the acid probe tubing and verified that the acid dispense was no longer leaking. Six assays were calibrated on the instrument, all of which passed, and quality controls were run and all were within range. The cause of the discordant, falsely low ferritin result was the leak in the acid probe tubing. The instrument is performing according to specifications. No further evaluation of this device is required.